Event description:
Additional info was received via the abbott international affiliate (abbott japan) as follows: "the catheter was used for monitoring on the operation of replacing the aortic valve and the left atrioventricular valve. This complaint affect no harm on this pt, but he seems to be in brain-death by another reason."

Event description:
Received report from abbott international (abbott japan) which states "measurement of cco was not available while the pa temperature measured 40 degree celsius. It was noticed that blood exuded through the gap in the electrical cable for thermistor after the operation. These problems occurred after 4-5 hours from the beginning of the operation. When the person in charge measured water temperature for checking the cable after operation, it indicated 45.9 degrees celsius as a pa temperature. There is no harm on pt." Upon further query, the following info was received, "they cannot estimate the amount of blood loss, but assume it was very little. The catheter was not removed from the pt." Additional pt info was requested but no further info was available.